Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg suture holding the ipg in place had loosened. Surgical intervention was taken to re-anchored the ipg.

Event description:
Follow up information received identified the patient was doing well and healing well.